Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 515 mg/dl; cause was not known. Customer was treated in the emergency room (ER) with intravenous fluids. After 4 hours, customer left the ER feeling better; however, customer reported more boluses needed to be delivered than normal. As the event occurred in the past, tandem technical support was unable to determine a cause of elevated bg.